Event description:
Event desc: the dobhoff tube became plugged and nurse was unable to instill any pacralipas. When the plugged tube was removed, the tube was broken and torn at the 50 cm mark. The end appeared to be stretched and torn. A portion of the tube remained in the pt, and was eventually removed by gastroscopy. The pt was not harmed. The healthcare practitioner believes there was a deterioration of the tube. The tube was placed (B)(6) 2010 and explanted (B)(6) 2010.

Manufacturer narrative:
Based on the report from the customer and the eval of the returned sample it appears the feeding tube became occluded. Since it had been used for some period of time without difficulty it was likely over time that the feed and/or medicine built up in the feeding tube. It is possible that because of the occlusion pressure was able to build up in the tube and cause the feeding tube material to balloon and eventually break. The IFU instructs the user to irrigate the tube routinely in addition the IFU contains a warning "vigorous syringe force should not be used to irrigate, administer liquids or unblock the tube".